Event description:
Ivus catheter .035 had a connection issue, on the screen a "defect" error came up. Catheter was working correctly at the beginning, but after some time defect error came up. Catheter was replaced with new one.